Event description:
Spontaneous call. When father examined the pump, he discovered that there was air that had collected at the top of the cartridge. Father stated he pays careful attention to getting all of the air out of the cartridge when he is setting up pump. Father switched to alternate pump and has been using it since that time. Sending replacement. No other info available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.